Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy (tlh), the teflon tissue pad on the thunderbeat device peeled off after six (6) activations at the start of the procedure, resulting in an extended procedural delay of less than 30 minutes while the patient was under sedation. The procedure was subsequently completed using an olympus backup device, and no patient harm was reported in association with this event.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a therapeutic total laparoscopic hysterectomy (tlh), the teflon tissue pad on the thunderbeat device peeled off after six (6) activations at the start of the procedure, resulting in an extended procedural delay of less than 30 minutes while the patient was under sedation. The procedure was subsequently completed using an olympus backup device, and no patient harm was reported in association with this event.

Manufacturer narrative:
Fields updated: d4, h2, h4, h6, h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.